Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
It was reported via phone call by the customer's mother that the customer was hospitalized due to high blood glucose levels. The customer's mother stated the customer has been running high, she tried to bolus, but eventually took a shot and blood glucose went down. The customer then went back to the insulin pump with a different set, woke up in the morning with over 600mg/dl. The customer's back up plan and also treated herself with a syringe. The customer remains hospitalized and being treated. The customer's mother also stated the insulin pump alarmed no delivery, but it was resolved with a set change. The customer will call back to troubleshoot when they have the tubing clamps. The customer's current blood glucose was 63mg/dl and is currently not on the insulin pump.